Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. The pump was unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm, alarm, off no power alarm, blinking screen/display anomaly due to blank display. The pump was received with cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 168 mg/dl. The customer changed her infusion set right before the blank display. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display turned off and turned back on again. The insulin pump will be returned for analysis.